Event description:
After use of the device during a laparoscopic procedure, the device appeared shorter and it was determined that approx 7 cm was missing. Upon exploration of the abdomen, nothing was found. The procedure was completed. X-ray was done although the device is not radio-opaque. A search was done in the operating field/room. A laparotomy was performed and the missing piece was successfully retrieved from the pt.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.